Event description:
Reporter stated that customer received the following results on the compact plus system within 6 minutes: 0.8 mmol/l, 0.9 mmol/l and 12.0 mmol/l. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).